Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported revision hip. Irrigation and debridement, liner exchange for infection.